Event description:
Caller states customer was unresponsive with blood glucose result over 300 mg/dl obtained on the advantage system. Customer was using expired test strips. Paramedics obtained blood glucose result of 25 mg/dl 15 minutes after customer's meter result: she was treated with an IV (contents unk), and her symptoms improved. Requested return of suspect device and replacement was sent.